Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc and past similar case, omsc considered that the deformation of the pin of the video connector socket was attributed to the endoscope used in combination. Omsc surmised that the deformation of the pin of the video connector socket was attributed to the following mechanism. -when inserting the video connector into the video connector socket of the subject device, the missing part of the distal end of the video connector was caught in the terminal inside the video connector socket of the subject device. -since the inserted video connector was caught and the video connector was inserted further, the terminal inside the video connector socket of the subject device was pushed to the back and the deformation of the pin. Olympus stated the appropriate handling of otv-s190 and the counter measures against abnormalities in the instruction manual of otv-s190.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the deformation of the pin of the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the endoscopic image was not displayed and the pin of the video connector socket was deformed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.